Event description:
It was reported a patient underwent right knee a two stage revision for infection. Subsequently, approximately 7 months later the patient began to have intermittent pain and swelling and 2 years five months reported an increase in pain and was prescribed physical therapy. All implants remain in place.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products ------------------------------------------- 42504606212 persona femur cemented plus right size 7+ lot# 64767893 42560113516 persona stem ext straight spld uncemented 16mm dia +135mm l lot# 64783575 42545001011 persona femoral central cone size small lot# 64643091 42556606205 persona femoral distal augment cemented size 7, 7+ 5mm lot# 64859431 42542006702 persona tibia fixed cemented right size d lot# 64565801 42522600516 persona articular surface fixed bearing (cps) right 16mm lot# 64647943 42545000512 persona tibial central cone size medium lot# 64680480 00587806532 nexgen complete knee solution trabecular metal std patella lot# 64227939.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g3, g6, h1, h2, h3, h4, h6, h10, h11. H6-component code- suggested code: mechanical (g04) stem. No products were returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the devices history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Office notes were provided and report pain, swelling and trouble ambulating. The patient also reported fall on ice. X-rays taken during visit state no periprosthetic fracture and implants are well positioned. X-rays reviewed over two months during which shows a stable appearance of revision components. The patient reports increasing right knee pain resulting in physical therapy. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.